Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "lead fault" message when using 12 leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation), and h6 (medical device problem code). Evaluation results: the device was not returned to zoll medical corporation; instead, a zoll representative went onsite to evaluate the device. The device went through extensive testing including all functional testing, defib stress testing, and ECG stress testing without duplicating the report. The device was returned to operations. The customer's report that the device is showing lead fault when using a 12 lead is normal operation of the device when the v-lead is connected, and the electrodes have not been attached to the patient. An ECG lead fault occurs when a valid patient impedance is not identified via ECG leads. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.